Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as there was severe circumferential calcification in the distal aorta and the aortic bifurcation was narrow, measuring 8 x 11mm. The physician modelled the stent graft with a balloon and it all looked fine. The physician did not perform a kissing balloon technique. The following day the patient came back with right limb occlusion. The physician cleaned out limb and placed 10x40 self -expanding bare stent across the right hypogastric artery preventing the a clot advancing into the hypogastric artery. Then placed bi-lateral 10x29 balloon exp. Stents at the aortic bifurcation in narrow/tight area. Then placed 14 x 6 self-expanding stent in right iliac to pin the clot against the wall. The final angiogram revealed that both iliac limbs had restored blood flow and widely patent. No clinical sequelae were reported and the patient is fine.